Event description:
It was reported that the thread come out when deploy. The anchor was cut-free and removed from the patient. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Examination was not possible by the investigator, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the non-conformities database was performed which confirmed no abnormalities were reported with the lot where the complained device came from during manufacture.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. This investigation could not identify any evidence of product contribution to the reported complaint.